Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 5/7/2019. Device evaluation summary: it was reported that a 49-year-old caucasian female underwent primary breast augmentation with an unknown mentor saline prosthesis and experienced right sided deflation post procedure. The analysis results show that the device appeared intact. Leak testing revealed there was a tear measuring approximately 0.1 cm on the posterior view. Microscopic examination of the edges of the rupture gave no indications of instrument damage. No other anomalies observed. The complaint was confirmed. The condition observed on the returned sample might be related to an excessive force applied to the device, this cannot be conclusively determined, as rupture is a known complication associated with these devices and is referenced in the product insert data sheet. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process, complaint trends for mentor devices will continue to be monitored by quality assurance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female underwent primary breast augmentation with an unknown mentor saline prosthesis and experienced right sided deflation post procedure. As a result, the device was explanted on (B)(6) 2019.